Event description:
It was reported by service report that the unit goes into reverse when zoom was engaged to go forward. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Faulty zoom control board.